Event description:
It was reported that 5 days after a coronary drug eluting stenting procedure, a stent thrombosis occurred. The lesion being treated was non-tortuous, non-calcified, 95% stenosed, progressively diseased lesion located in the proximal left anterior descending (lad). The vessel diameter was reported to be 2.75 mm. The pt was started on plavix, IV heparin, and an IV reopro. The lesion was predilated with a maverick 2.5 mm x 15 mm balloon. The physician then deployed the taxus express2 8.8% 2.75 mm x 16 mm successfully with a good result. The physician did note significant resistance upon insertion of the device. The taxus stent was well positioned and well apposed. There were no procedure complications. Plavix was administered for follow up. The pt returned 5 days later. Repeat angiography revealed a stent thrombosis in the proximal lad taxus stent. It is unk what treatment was used for the stent thrombosis. In the opinion of the physician, there is an unk relationship between the taxus stent and the stent thrombosis. The pt's condition is listed as satisfactory. No pt injuries were reported. No additional info is available at this time.

Event description:
The pt underwent the initial drug eluting stenting treatment procedure in 2004. At that time a taxus 2.75 mm x 16 mm drug eluting stent was placed in the 90% stenosed proximal lad via a femoral access site. Two additional taxus stents (size unknown) were placed in the right coronary artery (rca) at this time as well. Prior to this procedure, the pt was taking the following medications: ecosprin 150 mg, deplatt 75 mg, sorbitrate 5 mg, and atova 20 m g. Five days later, the pt developed chest pain and was given sub lingual sorbitrate. The next day, the pt underwent repeat angiography which revealed and confirmed the sub acute thrombosis in the lad. The next day, ptca was done to relieve the instent thrombosis. In the opinion of the physician, the thrombosis was documented and related to the taxus stent.